Manufacturer narrative:
Patient information was requested and was not provided. The customer reported the patient was not monitored. There was no remote alarm and no connection to a central monitoring station. The customer was not aware of the alarm volume setting and unaware of the setting at the time of the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator did not alarm when the screen went blank and the unit stopped ventilating. The customer reported there was patient involvement and no patient harm.